Event description:
It was reported that during a percutaneous peripheral intervention, a balloon rupture occurred. The 100% stenosed target lesion was located in a calcified and moderately tortuous vessel below the knee. The 1.5 mm x 20 mm, 143 cm coyote es balloon was inflated twice (1st inflation 14 atms, 2nd inflation 14 atms) and ruptured on the second inflation. The procedure was completed with another device. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).